Event description:
It was reported that during device preparation prior to the implant procedure, the device was found to be operating in back up vvi mode. Abbott technical support was contacted and the device was not implanted. Another device was implanted during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with data corruption, consistent with a hybrid anomaly. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced.